Event description:
Rptr had 4 sets of breast, had calcium delposits. Se c/o chronic bladder, urinary infections, blood pressure problems. Neuropathy. Carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting confused, balance disturbances, chemically induced meningitis, pain &/or burning sensation, inflammation of chest and ribcage. Cholesterol or triglicerides very high, eyes: rapid deterioration, chronic swelling, pain,ight often. Discolorationems. (Red or blue), heat or cold sensitivity of extremities, frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Hysterectomy, ovarian problems, substantial hair loss not connectec with medications, frequent migraines/severe headaches, fast heart beat, hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Unusual chronic infections. Connective tissue disease, lupus, atypical lupus, jsogren's syndrome, scleroderma, joints: inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent stiffness, hepatitis, said she had tb, chronic swollen lymph nodes/lymphadenopathy, under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, skin: unexplained rashes, sun sensitive, unexplained severe itching, sleep: chronic insomnia, non-restorative sleep. Thoracic outlet syndrome, chronic fatigue syndrome, granulomas or siliconomas, clumsiness/drop things, misjudge distance/run into objects. Rptr c/o human adjuvant disease. Silicone induced health problems, polymyocitis, rheumatoid arthritis, sch. (Also see 1007312, 1007313).